Event description:
It was reported that when using the pyxis medstation es system, the front panel of the drawer was damaged. The customer stated that there was no delay to the patient workflow as they were able to use other stations to find medications for patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the front panel of the system drawer was damaged. A field service engineer replaced the broken front fascia panel to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.